Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon was inflated over the rated burst pressure and the dfu states: "do not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9 percent of the balloons (with a 95 percent confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization." (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately calcified and severely tortuous coronary artery. A 6.0mm x 15mm maverick xl balloon catheter was advanced to the lesion for post dilation. The balloon was inflated however it ruptured at 23 atmospheres on the fourth inflation. The device was completely removed from the patient and the procedure was completed using a different device. No patient complications were reported and the patient's status was good.